Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation.  Bd received one affected unit and five photos. During the visual/microscopic examination it was observed that black specks were embedded within the needle cover, confirming the reported defect. The material was determined to be a non-foreign, burnt particulate resin. These specks are a result of material build up on the barrel/screw breaking free during the molding process. Molds are purged between lots to reduce buildup and mitigate the occurrence of this defect; however, one lot can sometimes take up to ten days to produce and buildup can occur. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter there was foreign matter in or on the device cannula/needle/catheter. The following information was provided by the initial reporter. The customer stated: "there was foreign matter in the package of the insyte autoguard. A black foreign matter was found in the package."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter there was foreign matter in or on the device cannula/needle/catheter. The following information was provided by the initial reporter. The customer stated: "there was foreign matter in the package of the insyte autoguard. A black foreign matter was found in the package."